Manufacturer narrative:
Additional information received on 16 march 2017 and includes: the instrument is not available for further investigations. Additional information received on 17 march 2017 and includes: no lot number nor pictures of the broken device are available.

Event description:
During surgery, the tip of the femoral head extractor (corkscrew) broke off into the head that was being extracted. The surgeon had a secondary instrument which was used to complete the surgery. There was no delay in surgery. The surgery was completed successfully.